Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low estradiol results of 0 pg/ml for multiple patients. Erroneous results were reported out of the laboratory. Subsequent testing produced higher results in a different clinical category for all affected patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Qc was within the customer's established ranges prior to and after the event. A routine system check was performed, by the customer, on (B)(6) 2010 which passed within instrument specifications. There is no indication that service was dispatched for this event.